Manufacturer narrative:
The thermocool® smart touch® sf bi-directional navigation catheter device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, and impedance test, and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax; however, the tip was not found bent. The temperature and impedance test were performed, and the device was found working correctly. No temperature nor impedance issues were observed. A screening test was performed, and the device was recognized correctly. A high force appeared due to an internal printed circuit board (pcb) issue; however, the blood found inside the pebax area may have contributed to the force and impedance issue. A manufacturing record evaluation was performed for the finished device 31010085l number, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole and reddish material in the pebax. Initially, it was reported by the biosense webster inc. (Bwi) representative that when trying to zero the catheter, the impedance would go high. Tried to re-zero the catheter but the issue persisted. Disconnected and reconnected the catheter and the issue was still there. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved, and the case continued. Upon inspection of the catheter, there is a breakage on the insulation of the catheter at the tip that could have been the cause of the issue. A replacement catheter was requested. No adverse patient consequences were reported. The force issue, high impedance and breakage at the tip issues were assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found a hole and reddish material in the pebax. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 04-jul-2023.